Event description:
Post implantation, the cypher was post-dilated due to insufficient flow. The report is from the study. The pt was a male with 2-vessel disease. One vessel was treated during the index procedure, and a staged procedure was planned because of contrast load. The pt had a history of obesity, hypertension, hyperlipidemia, skin rash, and smoking. Medications at baseline were aspirin, clopidogrel, statins, ace inhibitors and beta blockers. The indication for the index procedure was stable angina pectoris. Medications during the procedure were aspirin, clopidogrel, and heparin. The target lesion lesion was the proximal left anterior descending artery. Vessel diameter was 3.99mm and the lesion length was 24mm. The lesion was de novo, angled and a lesion classification of type c. The lesion was pre-dilated with a 3 x 8mm balloon at 9atm. A cyper was deployed in the lesion at 14atm. The stent was post-dilated with a 3 x- 10mm balloon at 13atm because o insufficient flow. Ivus was not used and there were no procedural complications. The pt was discharged the following day.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The lot number is not available, therefore, a DHR review could not be performed. Insufficient flow following the deployment of a stent is an inherent risk of the procedure. The act of angioplasty produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material. This action (inherent risk of the procedure) may have contributed to the event.